Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's air sensor had a mark on it like it was dropped and the cover to the downstream occlusion sensor was bubbled up. Per reporter no further information was available. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, there was damage to the air in line sensor and the downstream occlusion sensor seal was bubbled. Per visual inspection, the reported issue was confirmed. The investigation determined that the damage to air in line sensor was caused from impact. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.